Event description:
It was reported that during a breast biopsy procedure, during initialization, an l3-021 error occurred. It did not recognize the vacuum tubing connection. Biopsy was delayed one day. There was no patient consequence.